Event description:
It was reported that the event involved a female pt while in the cath lab. The md inserted the intra-aortic balloon (iab) through the sheath via right femoral artery with no issues. After the iab was placed, blood was observed in the gas line tubing. As a result, the iab was removed immediately. A new iab was placed into the same insertion site with no issues. No report of pt complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome was the pt expired. Additional info was received on (B)(6) 2012, from the sales rep that the rn, bsn, was the person that stated the pump did not contributed or cause the pt death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.